Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. This fault was attributed to the bt1 coin cell had broken off from the pcba and was loose within the device, which had removed the cell from circuit and resulted in errors within the device memory. Further evaluation indicated that the device had sustained an impact due to user error. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The distributor contacted heartsine to report that their customer's device was not functioning. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The distributor contacted heartsine to report that their customer's device was not functioning. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.